Manufacturer narrative:
Intuitive followed up and obtained additional information. Batch number of instrument was 0259. Surgeon was dissecting when issue occurred. Arcing appeared from the instrument. Force triad generator was used. Macro 60w setting was used on the generator. Instrument tip did not touch any staples, clips or sutures while energized. Procedure was completed robotically. No video recording available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage to pulley cover. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw.

Event description:
Refer to h11 for follow-up information.